Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pegasus¿ safety closed IV catheter system was broken. The following information was provided by the initial reporter, translated from chinese to english: it was found that the indwelling needle returned blood and the extension tube was broken.

Event description:
It was reported by the customer that the bd pegasus¿ safety closed IV catheter system was broken. The following information was provided by the initial reporter, translated from chinese to english: it was found that the indwelling needle returned blood and the extension tube was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-nov-2022. H6: investigation summary: a device history review was conducted for lot number 2054527. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to aid in our investigation. Our engineers noted that the returned device had suffered from a broken extension, which appears to have separated near the clamping position but were unable to confirm blood return. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.